Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the patient was experiencing discomfort due to apparent device malposition. The device pocket was revised. The right atrial lead was removed and reimplanted. The right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).